Event description:
It was reported that pump experienced repeated cartridge alarms that did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer first resolved issue by loading new cartridge with guidance from technical support and successfully resumed insulin therapy, then later reported another alarm and technical support arranged replacement pump, provided storage and return instructions for problematic pump, confirmed that customer would contact healthcare provider for backup therapy, and advised customer to reenter pump settings and reconnect continuous glucose monitor once replacement pump was received.